Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. No unexpected pump error 43 alarm noted during the testing. Successfully downloaded history files and traces using thus. Please see below for pump errors/alarms noted 1 week prior to the event date 30-apr-2022 in the formatted history file.  Replace battery alert was recorded and found in the formatted history file on: 04/30/2022 09:27:24.000, 04/30/2022 09:27:40.000. Power loss alarm was recorded and found in the formatted history file on: 04/30/2022 09:28:31.000, 04/30/2022 09:28:42.000, 04/30/2022 09:50:54.000, 04/30/2022 09:51:05.000. Insert battery alarm was recorded and found in the formatted history file on: 04/30/2022 09:04:47.000 battery removed (84), 04/30/2022 09:26:08.000 battery removed (84), 04/30/2022 09:26:35.000 battery removed (84), 04/30/2022 09:26:35.000 battery removed (84). Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 04/30/2022 09:04:25.000, 04/30/2022 09:27:24.000, 04/30/2022 09:27:40.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 and low battery alert recorded 1 week prior to the event date 30-apr-2022 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and replace battery alert were expected since the battery does not have enough power. The customer may have used a no power/depleted battery. Power loss alarm was expected since the pump reset due to battery backup depletion. Pump error 68 alarm was recorded and found in the formatted history file on: 04/30/2022 09:27:47.000. Pump error 49 alarm was recorded and found in the formatted history file on: 04/30/2022 09:27:47.000, 04/30/2022 09:28:02.000. Pump error 23 alarm was recorded and found in the formatted history file on: 04/30/2022 09:28:17.000, 04/30/2022 09:50:39.000. Per r&d engineer, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were generated due to complete power loss without safe shutdown. Suspecting the hw. Pump error 43 alarm was recorded and found in the formatted history file on the event date. 04/30/2022 09:04:03.000, 04/30/2022 09:04:03.000, 04/30/2022 09:09:41.000, 04/30/2022 09:17:44.000 04/30/2022 09:18:22.000. Pump error 130 alarm was recorded and found in the formatted history file on the event date. 04/30/2022 09:01:15.000, 04/30/2022 09:02:27.000, 04/30/2022 09:02:31.000, 04/30/2022 09:02:45.000 04/30/2022 09:03:17.000, 04/30/2022 09:03:18.000, 04/30/2022 09:28:03.000. Per r&d engineer, pump error 43 alarm and pump error 130 alarm, suspecting the hw. No pump error 37, 38, 39, 41, 42, 79, 80 and 82 alarm in the formatted history file noted. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a keypad overlay peeling, a pillowing keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. Pump error 43 alarm, pump error 130 alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed due to corrosion on the pcba 1, pcba 2 and motor assembly noted. Corrosion was also found on the force sensor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.